Event description:
Same case as MFR report #: 2134265-2011-03867.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: a visual and microscopic examination identified struts at the proximal end of the stent were raised distally. The stent moved on the balloon to 2mm distal of the distal edge of the distal markerband. The tip was slightly flared. This type of damage is consistent with the tip being pushed up against a restriction, during attempts to cross the lesion. The balloon was tightly wrapped and was not subjected to any positive pressure. Attempts to insert a product mandrel were unsuccessful due to solidified blood present at the proximal end of the inflation lumen. The manufacturing batch record review confirmed the device met all material, assembly and performance specifications. The most probable root cause is "user related" because lesions involving arterial segments with highly tortuous anatomies are contraindicated in the dfu. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. Using a radial approach, the procedure treated the de novo 80% stenosed, 2.75x32mm target lesion located in the severely tortuous and mildly calcified left anterior descending (lad) artery. After pre-dilating with an unspecified 2.5x15mm balloon, a 2.75x32mm taxus liberte was advanced to the lesion but a shaft kink was noted and the device was removed. A second 2.75x32mm taxus liberte stent was then advanced, but while attempting to deploy the stent it was noted that stent struts were lifted and the device was removed. The procedure was successfully completed with a 2.5x20mm taxus liberte stent. No patient complications were reported and the patient status is stable.